Event description:
A (B)(6) distributor returned an electrode belt indicating continuous 'check te' messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (therapy electrodes non-functional) was confirmed. As received, there was an open pulse wire in the cable connecting the front therapy electrodes (te) and ECG electrode a. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wire.